Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head of bed would drift down slowly overnight. The account already replaced the head up and down valve on the manifold, without resolution. No injuries reported.